Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the user experienced a dirty needle stick from the bd autoshield¿ duo pen needle after using it on the patient. No further medical information was provided. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle stuck. When injecting a patient, the needle penetrated the patient's skin and stuck in the hcp's finger. (The skin of the skinny patient was picked up and injected.)

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the user experienced a dirty needle stick from the bd autoshield¿ duo pen needle after using it on the patient. No further medical information was provided. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle stuck. When injecting a patient, the needle penetrated the patient's skin and stuck in the hcp's finger. (The skin of the skinny patient was picked up and injected.)